Manufacturer narrative:
G4: 19feb2020 b4: (B)(6)2020. After numerous attempts to obtain information on the repair of this device with no response, this complaint is being closed. A supplemental report will be submitted if new information becomes available submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10dec2019.

Event description:
The customer reported the unit does not operate on ac (alternating current) power at times and date and time will not hold. The service technician stated the unit will operate on ac power for a while then switch to battery with ac connected. Service technician also indicated they have replaced the coin cell battery on the main pcb (printed circuit board), but date and time still do not hold. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.